Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted the patient's trial started on (B)(6) 2023. It was reported that caller reports needing help with the handset. The caller indicates that the trial began on wednesday and it had been helping up until today. The patient reports that they have not gone to the bathroom all afternoon and they are not sure if it's working. Helped caller power on the handset and connect to the ens. Helped the caller increase the stim. The caller reports that it was showing at .9, but they thought they had already increased it to 1.0 earlier today, but it went back to .9. Caller was able to feel the stim. Walked caller thru powering off the handset. The caller reported that when they turned off the handset, they no longer felt the stim. Helped the caller power it back on and confirm the setting was still showing 1.0. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Jan-28 the patient stated they are voiding a lot around 1:30 am. Patient is no longer using a catheter. Support link advised the patient to please contact their clinician with questions regarding medical advice or if they have questions about their health. The patient stated they are not feeling well and they can not talk with their clinician about it until next week. Jan-29 the patient believes this device is affecting their bowels but they did not specify how. The patient also stated they are voiding more than they did before this procedure and their symptoms are worse at night. Support link advised the patient to please contact their clinician with questions regarding medical advice or if they have questions about their health. Jan-30 patient said they switched to the left side with their representative and since then they haven't been able to pee. (B)(6) 2023 patient stated they are not feeling well today.